Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s sleep/wake button intermittently required several presses to wake the device, and the patient elected not to replace the device while documenting the issue; blood glucose was not affected and no alarms were reported. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy continuity or need for medical intervention, hospitalization, or emergency treatment. Investigation included user counseling to capture a video if the behavior recurs and to contact support, as well as troubleshooting and education on device operation. Investigation of this case revealed an intermittent user interface responsiveness issue involving the sleep/wake control without evidence of performance impact on insulin delivery or glucose management. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with intermittent device behavior not resulting in patient harm.